Manufacturer narrative:
The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2024, the patient experienced redness and discharge at the stoma site. The patient's physician thought the discharge was stomach acid. The patient was prescribed an unknown antibiotic for five days. The patient also changed the bandage around the stoma site three times a day to keep the stoma dry.